Event description:
Pt with idiopathic thrombocytopenic purpura was admitted thru hematology/oncology clinic on 9/26/95 w/pleural effusion on the left. Two chest tubes were placed on 10/10 for drainage. 10/12 one chest tube was removed by surgeon. 10/13 radiologist noted on chest x-ray that there were 2 left pleural catheters in place, noting "retained chest tube fragment." 10/15 thorascopy & removal of fragment was done. Pt tolerated procedure well. Fragment appears to be broken off, & is approx 6 inches long. Actual wording of chest x-ray "review of exam shows remaining chest tube within left hemithorax is severed at chest wall, with no external portion now present." Pt had extended hosp stay; discharged 10/22/95 in good condition, effusion resolved.